Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the have noticed a white powdery substance inside the header bag. No patient involvement. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4583 - no clinical signs, symptoms or conditions. Medical device problem code: 1120 - contamination. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 28, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 202, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings #1: 202 - inappropriate material. Investigation findings #2: 3259 - improper physical structure. Investigation conclusions: 4307- cause traced to component failure. The returned sample was inspected upon receipt and confirmed to have a white foreign material inside the pouch bag. However, upon closer inspection, where the foreign material was located in the bag, the bag was noted to have a hole near the water port area and one of the water ports was damaged. Also, of note, the manufacturing process does not use any type of white powdery substance. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Foreign material contamination.